Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device exp and MFR dates are unk. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a securi-t percutaneous replacement gastrostomy tube device was placed in 2008. Patient's age, weight, and gender were not provided. Per the complainant, approximately 6 months after placement, the internal bumper came off and the tube was removed from the pt's body. It was the physician's opinion that the internal bumper would pass naturally. There were no pt complications reported as a result of this event. The pt's status was reported as good.